Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified numbers of non-dehp standard bore catheter extension sets were not working. The event was further described as; when priming an intravenous (IV) fluid, the IV fluid would leak around. There was no patient involvement. No additional information is available.